Event description:
A hospital in (B)(6) has reported that an opt546 optiflow cannula became damaged during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint opt546 optiflow nasal cannula was returned to fisher & paykel healthcare in (B)(4) and was visually inspected for the reported damage. Results: visual inspection revealed that the tubing was stretched and the breathable film was torn. A lot check revealed one other complaint of this nature for lot number 120326. Conclusion: the opt546 optiflow nasal cannula is used to deliver humidified oxygen to patients. It consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. The damage observed to the returned optiflow nasal cannula was most likely caused by pulling on the tube by the patient or hospital staff. The opt546 interface is shipped to the customer fully assembled with the nasal prongs firmly seated on the plastic manifold. The interface is 100% inspected by production line staff during assembly for visual defects such as cracks, tears, inclusions, discolouration and deformation. If any are found the interface is rejected.